Event description:
The account reported the brakes set but do not hold. The bed was located in the facilities bed shop. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
Upon investigation, the technician found the brake casters on the device were worn due to age and wear and tear associated with regular use. The casters on the device have never been changed and the bed has been in service since 2003. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the brake casters, brake steer casters, brake steer pedal pad, brake steer pedal weldment, brake pedal button and the hex shaft to resolve the issue. Based on this info, no further action is required.